Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician (biomed) reported that an aquabplus 2000 displayed the following alarm messages: ¿f-04-51-04 failure: t1 test, pump p1s defective¿, ¿f-04-51-03 failure: t1 test, p-s switch defective¿, and ¿w-02-51-03 warning: concentrate pressure too low¿. During evaluation, the biomed reported finding thermal damage on some burnt wire connections on the stage 1 motor protection switch (mps). To resolve the issue, the biomed replaced the stage 1 mps, and addressed [sic] the burnt wire connections. The biomed reset the tripped thermal overload relay in stage 2, and the machine then passed the t1 test. The biomed was advised to replace the mains power cable to stage 1 and the thermal overload relay in stage 2. Photos of the burnt wires were provided for review. Additional information was requested, however, to date a response has not been received.

Event description:
A user facility biomedical technician (biomed) reported that an aquabplus 2000 displayed the following alarm messages: ¿f-04-51-04 failure: t1 test, pump p1s defective¿, ¿f-04-51-03 failure: t1 test, p-s switch defective¿, and ¿w-02-51-03 warning: concentrate pressure too low¿. During evaluation, the biomed reported finding thermal damage on some burnt wire connections on the stage 1 motor protection switch (mps). To resolve the issue, the biomed replaced the stage 1 mps, and addressed [sic] the burnt wire connections. The biomed reset the tripped thermal overload relay in stage 2, and the machine then passed the t1 test. The biomed was advised to replace the mains power cable to stage 1 and the thermal overload relay in stage 2. Photos of the burnt wires were provided for review. Additional information was requested, however, to date a response has not been received.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. However, thermal damage could be clearly seen in the provided picture. The machine files were not provided. Therefore, it could not be confirmed when the reported error codes occurred (or if they occurred). As reported, the stage 1 motor protection switch (mps) and the stage 2 thermal overload tripped. This information is conflicting. The provided picture shows that l1 and l2 were affected. However, none of the reported error codes would occur if this happened at stage 1. Stage 1 would have been shut down with that kind of damage at l1 and l2. Also, the reported error codes aren¿t consistent with a tripped mps at stage 1. Most likely, the following failure sequence occurred: 1) the stage 2 thermal overload tripped due to missing mains phases l1 and l2. L1 and l2 are missing due to bad contacting between the cable lugs and contact pins at the stage 2 mps. The thermal overload was asymmetrically loaded, and tripped as intended. 2) pump p1s stopped its operation due the tripped thermal overload. 3) ¿w-02-51-03 warning: concentrate pressure too low¿ occurred, as the lower alarm limit of p-cs was exceeded. 4) within the next t1-test error code ¿f-04-51-04 failure: t1 test, pump p1s defective¿ was generated, as the required 5 bar was not exceeded. Due to the tripped thermal overload, the pump p1s could not start its operation. The failure pattern of the thermal damage due to bad contacting is covered by a CAPA project. Corrective actions were defined and implemented. The design of the crimped cable lug was changed. A review for similar complaints was not required in this case. An investigation of the replaced components was not required. The reported complaint was confirmed by means of the provided picture.